Manufacturer narrative:
Concomitant medical product: spmm-66 surgipro mesh und 15x15cm mono (lot # a9f72). If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for laparoscopic therapeutic treatment of a hernia. It was reported that after implant, the patient experienced hernia recurrence, mesh shrinkage, attenuated fascia, and mesh folding. Post-operative patient treatment included revision surgery.